Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision due to the ipg being flipped inside the pocket. The physician sutured down the ipg inside the pocket. The patient was reportedly doing well following the procedure. Additional information was received that the patient underwent a second pocket revision on (B)(6) 2012 as they were still not satisfied with the ipg being loose in the pocket.